Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 87mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No unexpected button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a broken belt clip slot and a stained end cap sticker.